Event description:
It was reported that the implant at tooth site # (44) failed to integrate and was removed. Loos of integration.

Event description:
It was reported that the implant at tooth site # (44) failed to integrate and was removed.loss of integration.